Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured on the inflation. (The number of atm's reached on the initial inflation is unknown.) The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.